Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high and low blood glucose readings. Customer's low blood glucose reading was 43 mg/dl and was treated with food. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarm was noted in the alarm history. Customer mentioned having damage to the battery compartment. Customer's blood glucose reading at the time of the call was 301 mg/dl. No further information reported.